Event description:
It was reported that aquasil ultra became lodged in the sulcus after an impression procedure was performed. The material was removed surgically as a result. During a f/u visit, it was noted that the affected area had not completely healed. As such, it is possible that a tissue graft could be required to restore the periodontal tissue to its original condition.

Manufacturer narrative:
It is not uncommon to have material tags left in the sulcus after impressions are taken, though when this occurs the material is usually removed without surgical access. In cases where teeth are periodontally involved, impression material could be lodge in an area that is not readily accessed and require surgical intervention to remove. If the material is not removed, infection and subsequent damage to the adjacent hard and soft tissues could result. While there is no indication that the product involved in this event malfunctioned, this event meets the criteria for reportability, because surgical intervention was required. The lot number was provided for eval, though results are not available as of this report. Eval results will be submitted as they become available.